Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to experience particles in the lungs. The patient went to the hospital to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient to experience particles in the lungs related to a CPAP device's sound abatement foam. The patient went to the hospital to receive medical intervention. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.